Event description:
It was reported that a patient underwent a pelvic floor repair procedure on an unknown date. Two weeks later, the patient called complaining of vaginal discharge. Examination revealed a recto-vaginal fistula. The gastrointestinal doctor carried out a flexible sigmoidoscopy confirming a one centimeter defect in the distal rectum. The surgeon proposes a diverting colostomy with mesh removal and probably a delayed repair.

Manufacturer narrative:
Fistula. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.